Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-02810. It was reported the patient has not used his scs system's stimulation for a few weeks. The patient stated he was now having back relief without using the stimulator. The patient would like to have the system removed.

Event description:
Device 1 of 2, reference MFR report: 1627487-2017-02810. Additional information received identified the patient had his entire scs system removed.